Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) in the right ventricular (rv) lead channel. Technical services (ts) stated that it was a functional loc due to a premature ventricle contraction (pvc) falling into blanking after the atrial pacing (ap) causing a non-capture. Ts recommended to adjust the pacing rate; however, ts also explained that there was no configuration setting available to prevent the pvc from falling into the blanking period. No adverse patient effects were reported. This pacemaker remains in service. Additional information was later received noting that the health care professional (hcp) called ts to discuss the results of a right atrial automatic threshold (raat) test stored in this pacemaker. The raat results were detected as greater than programmed amplitude or suspended. Ts determined that the raat entered suspension mode due to a low evoked response in the non-boston scientific right atrial (ra) lead. It was also noted that there was a possibility of retrograde conduction and a possible loss of capture; however, it could not be conclusively determined. Ts discussed reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.